Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the controller ((B)(4)) has been received for further evaluation. Additional information will be submitted in the final report. Results in final report.

Event description:
It was reported that approximately 22 months after lvad implantation, a controller fault message was noted during an outpatient care visit. The controller was exchanged. There was no patient demographics reported.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned to heartware for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller passed visual and functional examination; the reported event could not be reproduced in the lab. A review of the controller log files revealed controller fault alarms of type pmc_reset and watchdog_reset, confirming the reported event . The pmc resets confirmed in the log is a behavior indicative of induced electrostatic discharge (esd). The potential esd event and resulting controller fault alarms could not be replicated during testing; the controller performed per specification and could not confirm any defects. Analysis of the controller log files, as well as the results of similar investigations, indicate that the most likely root cause of the reported event is due to electrostatic discharge (esd) which caused data corruption in the pump motor controller. Investigations with malfunctions involving esd events have been investigated in a CAPA which resulted in an fsca notification and the addition of an esd shield to the controller. The reported controller was manufactured prior to the implementation of corrective and preventive actions. The fsca apr2013 field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence; fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. The most likely root cause is due to electrostatic discharge (esd) which caused data corruption in the pump motor controller. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.